Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 453 mg/dl, while wearing the pod between 36 and 48 hours on the arm. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease. The patient noted insulin leaking out and the cannula had dislodged from the infusion site. Hyperglycemia treated with bolus of 2.6 units.